Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's parent that the drive support cap might be sticking out. The customer noticed the drive support cap was loose. The customer stated the blood glucose has been high recently. They did not have the pump to troubleshoot. The customer's parent was advised to call back if further assistance was needed.